Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3550-39, lot# n253853, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a few days after implantation of the implantable neurostimulator (ins) the patient was getting groin pain and erections and leg cramps. When he sat a certain way in a chair or touches the ins he would jump up with pain out the chair and/or his legs would go numb. He had 2 erections since having the device and his wife said it was not right, it was not him. It was also noted that the device was moving in the pocket area and causing pain and it felt like it was stimulating his testicles or down his leg. The patient was having a hard time getting a connection to recharge the ins and he couldn¿t move while recharging. It was noted that the patient had the ins switched out from a rechargeable to a non-rechargeable ins and was put in a different location. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.